Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during drain. The technical service representative (tsr) explained the alarm to the caregiver (cg). The cg stated that they are going to start over again using new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the cg on (B)(6) 2010 regarding the leak, it was revealed that the cat bit the patient line causing the leak. Writer inquired if the nurse was notified. The cg revealed that they did not want to bother the nurse for such a thing. This writer strongly encouraged the cg to notify the nurse and explained that the cat bite contaminated the sterile pathway and could potentially cause infection. The cg understood and added that the hp was scheduled to see the nurse later today ((B)(6) 2010), and they would inform the nurse then. This writer also advised that pets should not be around during therapy, and cg stated that they were aware of that, but the cat had escaped the holding. Per cg, hp is doing fine and continuing therapy without issues. Per cg, he did not notice any defects on the supplies. The cg stated that he did not have the lot numbers. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint was from a patient who stated that their cat damaged the patient line tubing which caused a leak and a system error 2240 alarm. This complaint was not confirmed in the lab due to a lack of sample; however, per information within the complaint the cause of the complaint is animal damage. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.